Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of needing assistance with new insulin pump due to the fact that insulin pump was received without a booklet. Customer's blood glucose was 48 mg/dl and when treated with food and candy, blood glucose dropped to 31 mg/dl. After functional check, customer was advised to monitor insulin pump and to contact healthcare professional regarding unexplained low blood glucose. Customer's blood glucose at the end of call was 91 mg/dl.